Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va00cex, implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
It was reported that the patient had a burning sensation and pain at the implantable neurostimulator (ins) site. It had moved down an inch from its original position and the patient could feel the bulge through their thick jeans. The issue started about a year ago and the pain was mostly there when the patient was moving around. Since about a year ago, sometimes the patient had to bend over to get the rest of the urine out. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.